Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8 ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. Reportedly, the cartridge was filled with over 480 units of insulin. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate. Insulin delivery was resumed.